Manufacturer narrative:
Section d11 and g3: correction. Manufacturer's investigation conclusion: the investigation confirmed the reported driveline fault alarms via the review of the submitted log files. The log file that was associated with the primary controller (B)(6) contained approximately 11+ days of data (dated (B)(6) 2020 ¿ (B)(6) 2020, per time stamps). Throughout the log file there were multiple intermittent driveline fault events accompanied by a yellow wrench advisory alarm. Further review of the log file revealed that the phase 3 hex values were lower than the recorded values of the other two phases indicating a correlation between phase 3 and the driveline fault alarms. The phase values recorded in the other submitted log files indicated the same phase 3 as suspect on the driveline/percutaneous lead. The provided information indicated that the patient continued to experience driveline faults following a driveline repair and controller exchange. Therefore, the driveline fault alarms could not be associated with the system controller related issues. Per customer information, the system controller (B)(6) was exchanged and then discarded. As the system controller (B)(6) is unavailable for analysis, the complaint file will be closed with no further actions. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. System controller serial number (B)(6) was shipped to the customer on 17oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number # 2916596-2020-03396. The patient's log file showed driveline faults. It was recommended to change controller to a pcx controller, and then perform 25 power cable disconnects to confirm authenticity of driveline faults. His controller was exchanged, and logs from disconnect test and driveline x-rays were attached. Patient's personal clip had a broken pin from the old controller at the lead side of connection. The controller reset/disconnect test was done again and driveline faults were not considered authentic, as there seemed to be some sort of resistance. The driveline fault events appear to be caused by an issue with the driveline, not the controller. The patient's controller and broken pin were discarded, and the patient was discharged home.

Manufacturer narrative:
Additional information to manufacturer's investigation conclusion: the reported incident of damaged pin within the battery clip connector was confirmed based on a photo of the battery clip sent in when the event was reported. The photo showed a lodged pin within the clip's power connector. The lodged pin within the connector appear to be from the power connector of the system controller pcx-14280 (according to event description). The pin damage to the power connectors appeared to be related to mechanical stress due to a misalignment issue when mating the two connectors. Unable to determine the root cause of this damage due to the system controller pcx-14280 was not returned for analysis and no controller's power connectors images provided for review. No further information was provided. The manufacturer is closing the file on this event.